Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 296 mg/dl to 586 mg/dl with an unknown cause. Bg was treated by manual injections, correction boluses, and an emergency room visit. The customer was instructed to consult with the healthcare provider regarding bg level.